Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.09¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additionally, the instrument was found to have teflon pad damage on the clamp arm. No material appeared to be missing.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic ¿ neck anastomosis surgical procedure, the instrument tip was ¿interrupted¿ and half the tip came loose. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the customer did not know if the missing part fell into the patient. No action was performed to check for remaining fragments. The customer needed to get a new instrument, which delayed the procedure by a few minutes.